Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A device history record review was performed for the subject device lot number 7869000. Manufacturing location: (B)(4). Date of manufacture: 09jan2015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tips broke off of two ria drive shafts, the prongs and tip broke off a cruciform screwdriver, a stardrive screwdriver is stripped, and a depth gauge has a broken tip. The sales consultant was informed about the stripped stardrive screwdriver by the facility; he has no information regarding the screwdriver, he assumed it happened during a surgery because it was ¿tagged¿ at the facility. The cruciform screwdriver was discovered in sterile processing with the prongs on the tip broken off. One of the ria drive shafts with a broken tip was reported to the sales consultant by the facility and the sales consultant has no additional information, it is unknown when it broke. Lastly, it was discovered during cleaning on an unknown date that a depth gauge has a broken tip. This is report 2 of 4 for (B)(4)..

Manufacturer narrative:
The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
One (1) stardrive screwdriver, t15 (part 314.115 / lot 7063923) was received with the complaint category of ¿does not/will not function: stripped,¿ one (1) cannulated cruciform screwdriver (part 314.463 / lot 7869000) was received with the complaint category of ¿broken: procedural step unknown,¿ and (1) one drive shaft, minimum 520mm length, for use with ria (part 314.743 / lot 9945579) was received with the complaint category of ¿broken: tip broken procedural step unknown.¿ the complaint conditions are confirmed. One stripped screwdriver, one broken screwdriver, and one broken ria drive shaft were received. A device history record (DHR) review, device inspection, and drawing review were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. One depth gauge for 2.0mm and 2.4mm screws (part 319.006 / lot 4975343) was reported with the complaint condition of ¿broken: tip broken procedural step unknown¿ but was not received for further investigation. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Release to warehouse date: 01-apr-2005. A second drive shaft, minimum 520mm length, for use with ria (part 314.743 / lot 9945579) was reported for intraoperative breakage. This is captured on (B)(4). No new malfunctions were observed during the course of this investigation. The screwdriver is used in the 3.0mm cannulated screw system for manual insertion of cruciform screws. The screwdriver was received with all four of the prongs of the distal tip broken off. The breaks are located at the base where the prongs meet the distal edge of the shaft. The broken portions were not received. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition. Release to warehouse date:09jan2015. Based on the date of manufacture the following drawings, reflecting the current and manufactured revision, were reviewed. The devices each show evidence of exposure to exceeding force. However, the root cause of each condition could not be definitively determined as the circumstances at the time of the damage are unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.